Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Troubleshooting was performed for blank display. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting resolved the issue and the display returned. The customer was advised that the insulin pump needed to be replaced due to multiple blank displays mentioned for safety. The customer mentioned receiving a failed battery test while changing battery for the blank display, low battery alert, and a battery out limit during a doctor's visit. Battery out limit and low battery alert troubleshooting could not be completed since insulin pump was already being replaced for multiple blank display. A failed battery test troubleshooting was performed and the insulin pump did not received failed battery test at the end of it. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. No blank display, lcd board passed testing. No unexpected battery out limit, low battery or failed battery. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Pump received with corrupted history file alarm in the history file. Corrupted history file alarm due to corrupted history file. Pump unable to download to the carelink pro due to corrupted history file alarm in alarm history screen. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.